Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output and no telemetry contact. An invasive procedure was performed to explant the ipg.